Event description:
The complaint/event occurred on an unspecified date and involved a ndehp ls 5.25in microb ext set. The customer reported that the intravenous (IV) was "non-infusing". There was no report of human harm associated with the reported issue.

Manufacturer narrative:
Received a photo from the customer showing the packaging of the sample. No conclusions could be made from the photo. The reported complaint of "non-IV infusing" could not be confirmed from the photo received. Without the return of the sample, a comprehensive review cannot be performed and a probable cause cannot be determined. No lot provided for a device history record review.